Event description:
Per dealer, consumer alleges that the seat is cracked at the seam in the front corners of seat and scratches his leg. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 96-2 serial number/date code (B)(4) is approximately 2 years 2 months old. The user manual part number 1145752 rev b (apr-09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.